Event description:
The patient reported that "my alert went off, the ohms on my rv lead has gone up. Doctor has changed now to 1500 ohms and increased the upper rate settings. What should I do?" It was further reported that the device was alerting multiple times during the day, and there was a question if this was normal. It was also reported that there had been a gradual impedance increase since (B)(6) 2009, from 400 ohms to 1008 ohms. The clinic nurse is adjusting the lead impedance alert to 1500 ohms, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was originally included in remedial action exemption summary report (B)(4). Subsequent review of the initial reported information determined the event qualified for reporting on a medwatch 3500a, therefore, it is being submitted as such. Other product: 407652 crdm non-defib lead implanted: (B)(6) 2007. (B)(4).